Manufacturer narrative:
A titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. Because the available information did not indicate what factors may have contributed to the reported pump issue that the patient could never pump the device past 3-4 pumps, and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, infection: pus seen in scrotum. The device was removed/replaced.